Event description:
It was reported that the customer had high blood glucose levels. Customer removed the pump in august and then reconnected to the pump again. Customer stated that the same issues persisted. Customer visited her health care professional and they reviewed her insulin, technique of insertion, and site set. Everything was found to be normal. Customer reverted to their back up plan. Customer is not using her insulin pump. Customer confirmed that her set sites are her abdomen/buttocks. Customer used to rotate her site set. Customer had an unexpected restart alarm. Customer confirmed that the pump was stored without a battery during one month last august. The displayable history check failed on startup alarm might be related to the pump be stored without a battery. In this case, the displayable history was found to be bad and was erased. This is normal pump behavior. Troubleshooting was performed and pump was working as designed. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).